Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in an episode of ventricular tachycardia (vt) and just after the cardiac resynchronization therapy defibrillator (crt-d) appropriately committed to delivering a shock, the arrhythmia converted spontaneously. This led to the patient to receiving a shock when they were no longer in the arrhythmia because the crt-d could no longer stop the therapy. The device is still in use. No further patient complications have been reported as a result of this event.